Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was taken to the operating room for reduction of hip after dislocation. During reduction, surgeon says he heard a "pop." Post-operative x-ray show the bipolar cup separated from femoral head. Surgeon returned pt to operating room and replaced the shell.